Manufacturer narrative:
The reported events were ¿helix was out when package was opened, and lead tip was bent¿. The reported event of ¿lead tip was bent¿ was not confirmed. As received, a complete lead was returned in one piece without the product packaging. Visual inspection found the helix retracted and clogged with dried blood/tissue. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. Further inspection found no anomalies.

Event description:
It was reported that the patient presented for a device implant procedure. It was noted that the lead helix was extended when the package was opened. Additionally, the physician noted that the lead tip was bent. The lead was not used. The patient was stable.